Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the catheter would not cross the lesion. The 90% stensed target lesion was located in the moderately calcified and moderately tortuous proximal left anterior descending artery (lad). A 3.00 mm x 28 mm promus element plus stent delivery system (sds) was advanced; however, the device could not cross the lesion. The procedure was completed with a 3.0 x 30 non bsc device . No patient complications were reported and the patient's status is good. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. Age at time of event: (B)(6). Device evaluated by MFR: a visual and microscopic examination found proximal stent damage. The most proximal row of struts was stretched proximally, with struts severely misaligned on the first row, and to some extend on the second row. Two struts on the 10th row were bent outwards. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Traces of blood were visible in the guidewire lumen indicating the device was used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).